Event description:
The physician reports that a patient with a very dense cataract underwent uncomplicated cataract surgery (combined with ecp for glaucoma) with implantation of the akreos intraocular lens on (B)(6) 2009. On (B)(6) 2010, the patient presented with corneal decompensation and a corneal transplant (dsek) was performed. In this procedure, an air bubble is typically left in the anterior chamber in order to secure the donor cornea in place. On (B)(6) 2010, the surgeon observed the first sign of lens opacification on the central portion of the iol, which gradually progressed to the upper half of the lens optic. The patient is currently being monitored and lens explantation/replacement is planned. The patient's preoperative bcva was count fingers with no manifest refraction available. On (B)(6) 2010, the patient's mr was - 1.00 - 1.50 x 022 with bcva of 20/30-. On (B)(6) 2010 ,the patient's bcxva (ph) was 20/30.

Manufacturer narrative:
Root cause: according to the surgeon, the reported issue of lens opacification is secondary to the dsek corneal transplant surgery where the air bubble came in contact with. At this time, the lens remains implanted in the patient, however, the lens has been requested for analysis (pending explantation).